Event description:
Product number (B)(4) and lot number 61415658 were on the outer package. The inner package and labels contain product number (B)(4) and lot number 61415306.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: mfg records for both lots were reviewed and indicate that both were packaged and shrink-wrapped on the same day by the same operators. Additionally, the mfg router for lot 61415658 indicates that 1 extra carton label was ordered and used. Based upon this info, the hypothesis is that this extra label was placed on one of the 12 mm articular surfaces from lot 61415306 by mistake. Essentially, 1 of the 24 pieces from lot 61415306 was placed in an outer box labeled as lot 61415658. All 24 pieces from lot 61415306 were sent to (B)(4) on (B)(4) 2010. Fourteen pieces from lot 61415658 were also sent to (B)(4) on (B)(4) 2010 and they report having received only 23 pieces from lot 61415306 and 15 pieces from lot 61415658. Of the 24 articular surfaces sent on (B)(4) 2010, only 23 were labeled as a 12mm articular surfaces from lot 61415306. The 24th piece (the complaint device) was labeled as a 14mm articular surface from lot 61415658 and was logged in on (B)(4) 2010, approximately 1 month prior to having distributed any of the 14 additional 14mm articular surfaces from (B)(4). No additional product in the field is affected.